Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 6cm in diameter abdominal aortic aneurysm. It was reported that the physician had lost wire access and it was thought the ipsilateral limb had been re-cannulated however, was not. The endurant limb 16x16x156 was then pulled down by a reliant balloon and an endurant ii 16x16x82 limb extension was used to successfully bridge the gap of the two devices of the bifurcated stent graft and the endurant 16x16x156 stent graft. The physician stated that the cause of the event was most likely due to user error. In addition, the bifurcate was inaccurately delivered and covered the right renal artery. This may have been caused by the 16x16x156 limb misalignment and the delivery system pushing the stent graft proximally. A 7x29 renal stent was implanted to re-profuse the renal artery, resolving the event. The physician stated that the exact cause of the unintentional renal occlusion was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).